Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead exhibited high out of range pacing impedance, high threshold, loss of capture, and a drop in r sensing. An x-ray and echocardiogram were scheduled. An x-ray was done and showed the lead was fractured close to the clavicle. The device was programmed to ddd to deactivate lv therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that 6 months after the initial allegation on the lead, a procedure was performed to surgically abandon and replace this lead due to the ongoing issues. No additional adverse patient effects were reported.